Event description:
Patient was undergoing embolization procedure with penumbra 400 coils for intracranial aneurysm in the ica near the origin of the right ophthalmic artery. The first coil was attempted to be placed, but only about 90% of the coil entered the aneurysm. After multiple unsuccessful attempts to push the remaining section in the aneurysm the physician attempted to remove the coil, but was unsuccessful as the coil was stuck on the stent. After freeing the coil from the stent it was discovered by imaging that the coil had detached. The coil was attempted to be retrieved using a microsnare, but that was unsuccessfully. A codman enterprise stent was successfully used to both bridge the aneurysm neck and pin the detached coil against the vessel wall without further incident. This unintentional detachment was not associated with any adverse event for the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was not saved by the hospital.